Manufacturer narrative:
This report is submitted september 25, 2019.

Manufacturer narrative:
This report is submitted on august 30, 2019.

Event description:
Per the clinic, the patient experienced infection. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device on (B)(6) 2019. Reportedly, the infection was not related to the cochlear implant. Antibiotics was administered.